Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with near-syncope and dizziness. The rv lead integrity alert was triggered, high impedance, fracture, and oversensing was also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.